Manufacturer narrative:
(B)(4). Date sent to FDA: 12/10/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent a cervical conization procedure on (B)(6) 2020 and suture was used. During the procedure, when the suture was tightened and ready to knot, the middle end of the suture broke. When the surgeon tightened the suture again to knot, the end of the suture broke again. The surgeon had to tighten the suture for the third time to knot. There were no adverse events or patient consequences reported. No additional information could be provided.